Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2015 which refers to an adult (>=18y & <65y) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted for contraception in 2005 by another physician. On (B)(6) 2015 she presented with pelvic pain. The patient had an x-ray of the lower spine by her primary care physician related to back pain. On the x-ray it noted it appeared to not be in the appropriate position. On (B)(6) 2015 the patient had a diagnostic laparoscopy. Both coils were removed. It appeared it had perforated and was coming out of the uterus. On (B)(6) 2015 the patient came back in for post op appointment and was fine. Follow-up from (B)(6) 2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted and patient underwent an x-ray which result showed essure was not in the appropriate position. She had a diagnostic laparoscopy and both coils were removed. It appeared it had perforated and was coming out of the uterus. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to required intervention. Additionally, non-serious event back pain was reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 08-sep-2015: essure healthcare provider general questionnaire. Patient´s demographic information was provided. Her medical history included gravida 2, para 2. Reporting physician only removed essure (other one inserted it) and stated that it was inserted in 2006 (discrepant information). On (B)(6) 2015, a laparoscopy was performed and complete perforation unilateral left was diagnosed. Pelvic pain was reported. It was embedded in omentum near fimbria and left pelvic sidewall. Essure removed via laparoscopy (salpingectomy performed). Patient was recovered and reporter considered events related to essure. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (ess205) (fallopian tube occlusion insert) inserted and underwent an x-ray which showed essure was not in the appropriate position. She had a diagnostic laparascopy and both coils were removed. It appeared it had perforated and was coming out of the uterus. Later, it was informed that a complete perforation was seen and the device was embedded in omentum near fimbria and left pelvic sidewall. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage)most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to required intervention. Additionally, non-serious event back pain was reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.